Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution. The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. On device evaluation, ventilator service required alarms e-304 and e-305 were found in the device event log indicating the backlight in the display or on the display printed circuit board assembly failed and the touchscreen in the display failed, respectively. The display and the display printed circuit board assembly were replaced to address these issues. Preventative maintenance was completed with component replacement completed as per maintenance schedule. The software version was upgraded from 1.06.10.00 to 1.06.15.00. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: it was also observed that the cable was bent, the display interface cable was replaced.